Event description:
Healthcare professional reported a xen®45 gts event described as "difficult to implant due to irregular resistance generated when operating the slider and surgery cannot be performed" in right eye. Surgery was not completed with second device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "difficult to implant due to irregular resistance generated when operating the slider and surgery cannot be performed" in right eye. Surgery was not completed with second device. No eye injury reported.